Event description:
It was reported by the customer that a pyxis medstation es system keyboard malfunction failure. Customer stated some keys are not responding and there were delay in patient care workflow. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined some keys not responding. A technical support specialist reinstalled the keyboard driver and rebooted station to resolve this issue. Customer confirmed keyboard is working as expected. The system functioned as intended after technical support specialist troubleshooted the device.